Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown. Display did not returned after insulin pump restart. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the self test, sleep current measurement, active current measurement, and displacement test. Pump received with blank display due to battery tube power connector not connected properly to electrical board connected power connector and continued testing.